Event description:
It was reported that the atrial lead had p-waves measured lower than acceptable values and that there was intermittent undersensing. It was noted that the patient received an inappropriate shock due to the atrial undersensing causing the device to see the ventricular rate being faster than the atrial rate. It was also noted that the right ventricular lead had some t-wave oversensing but is not believed to have contributed to the inappropriate shock. Programming changes were made to the atrial and ventricular lead's sensitivity and the leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.